Event description:
It was reported that the patient presented during clinical follow up. Upon interrogation, it was noted that the right ventricular lead exhibited intermittent capture. No interventions were performed. There were no patient consequences.